Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user received a software update failed alert. The agent walked through steps to force stop and restart the ilet. The ilet was able to start again and user was able to dismiss alert to restart the system update. Pt uses dexcom g7 and was able to check reading on the app. Pt had a hypoglycemic event with 61mg/dl blood glucose (bg) as a result of this event. Bg started to rise at the end of call. Pt did not experience any symptoms due to this event, and had no further questions.